Event description:
It was reported that the patient had unknown sling implanted in 2009. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted in 2011 due to unspecified reasons.